Event description:
The customer reported that the device failed to discharge via paddles during testing.

Manufacturer narrative:
The customer reported that the device failed to discharge via paddles during testing. The device was evaluated locally by philips, and the symptom was verified. Replacing the paddle set resolved the issue.